Manufacturer narrative:
Date of report: 03sep2021.

Event description:
The customer reported that the touchscreen is not responding. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and said that he doesn't want to talk to rse and that he will try to fix the touchscreen himself. The customer declined service repair on this unit. If the customer decides to have philips repair the device at a later date, this complaint will be reinvestigated.